Event description:
On 11/30/98 the pt underwent coronary artery bypass graft times two with mitral valve replacement and placement of intra-aortic balloon pump catheter. On 12/1/98 status post bypass, the intra-aortic balloon pump ruptured and the pt underwent mediastinal exploration and replaced of intra-aortic balloon pump. On 12/3/98 blood was noted inside the intra-aortic balloon catheter. New intra-aortic balloon pump catheter was placed without incident.